Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; specific value was not provided. Cause of low bg was not clear. Reportedly, the customer was found unresponsive and had two insulin pumps, a tandem pump and a non-tandem pump, connected to themselves at the time of the event. Paramedics were called and customer was subsequently admitted to the intensive care unit "[in] a diabetic coma". Hospital staff removed both pumps and reverted to an alternate method of insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.